Event description:
On (B)(6), 2016, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, during follow up computed tomography (CT) imaging proximal type I endoleak or type iii endoleak was suspected. On (B)(6), 2023, reintervention was performed. A type ii endoleak from l3 lumbar artery was observed on the intra-operative angiography instead of type I endoleak or type ii endoleak. A catheter was advanced by perigraft from proximal side and an approach into the aneurysm was attempted, but the catheter could not be advanced through the mural thrombus at the neck site; hence, coiling was performed where the catheter was advanced and an additional stent graft was placed proximally. The procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.